Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) tcmid:07 (coolant temp high) error message was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported tcmid:07 error was not replicated during testing, and the thermogard console functioned as intended. The root cause of the intermittent tcmid:07 error was determined to be the defective pic-16 circuit board due to a defective component. During visual inspection, no physical damages were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:07 error message. Thus, confirming the reported complaint. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. During troubleshooting for the root cause of the intermittent occurrences of the tcmid:07 error message, the pic-16 circuit board was replaced. The zoll service personnel suspected that the circuit board may have had some intermittent technical problems that could not be directly identified during the functional testing and may have caused the console to intermittently display the tcmid:07 error messages. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, the reported tcmid:07 error message was not reproduced, and all readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with (B)(6). H4, device manufacturer date correction

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:07 (coolant temp high) error message was confirmed based on the review of the event logs but was not confirmed during functional testing. Further investigation will be performed to determine the root cause of the tcmid:07 error. During visual inspection, no physical damages were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:07 error message. Thus, confirming the reported complaint. The thermogard console passed the initial functional testing without any fault or error. The root cause of the tcmid:07 error message could not be determined during the preliminary investigation. A follow-up report will be submitted when an in-depth investigation has been completed by zoll.

Event description:
During patient treatment, the thermogard console (sn (B)(6)) displayed tcmid:07 (coolant temp high) error message. No additional information was provided. No consequences or impact to the patient.